Event description:
It was reported that the device displays a message of ¿maintenance required¿. The patient was hospitalized at home. It was reported a change of programming without patient intervention during the night: change from continuous mode with single tubing to discontinuous mode with y tubing. The treatment was finally completed with a pico. There was no consequences for the patient. The device is available for analysis.

Manufacturer narrative:
H10, h3, h6: the device, used in treatment, has been returned for evaluation. This evaluation was not able to establish a relationship between the failure reported and the device. The visual inspection found no defects, and the functional evaluation found no fault. The device was fully tested and performed within expected parameters. The device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances. A clinical/medical review of this complaint case revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Per report: ¿there was no consequences for the patient.¿ therefore, no further medical assessment is warranted. Review of the associated risk files contains delayed wound healing as failure effects as a result of treatment stopping before therapy completion. A review of the instructions for use found adequate warnings, precautions and instructions on steps to be taken in relation to this event. The notification is displayed when the device is due its annual maintenance. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.